Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical devices: dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope and suspected high voltage therapy. It was determined no high-voltage therapy was delivered, however, long pauses were observed. The right ventricular (rv) lead was programmed sub-threshold to prevent pacing as his bundle pacing was in use. When the device feature that automatically monitors pacing thresholds at period intervals was run, pauses occurred as this feature utilizes rv-only pacing. The rv lead was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.